Manufacturer narrative:
A partial lead with the distal tip measuring 51.5cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 9.3-12.7cm from the distal tip. Internal insulation abrasion was noted at 19.8-20.6cm from the distal tip. Internal insulation abrasion under the rv shock coil was noted at 2.2-2.3cm, 2.4-2.6cm, 2.9-3.0cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 3.8-5.7cm from the distal tip. The etfe coating of both sensing conductors was abraded and the inner coil was exposed at this location. This is consistent with the observation from the field of noise leading to inappropriate therapy.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented for lead extraction after receiving inappropriate shock. Externalized conductors were noted on a riata lead. The lead exhibited electrical anomalies. The lead was explanted and replaced.